Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal end of the stent was frayed. The procedure was completed with a different device. No patient harm nor complications were reported.